Event description:
It was reported that pump touchscreen was cracked and shattered after customer bumped pump into a surface, although customer was still able to use pump controls. There was no reported impact to the customer¿s blood glucose level. Customer chose to continue using current pump until replacement arrived and understood backup insulin plan, and technical support arranged shipment of in-warranty replacement pump.